Manufacturer narrative:
Device code failure is suspected but did not cause or contribute to a death or serious injury.

Event description:
Reporter indicated that, a generator could not be used during an initial implant surgery. Reporter stated, that there were insertion difficulties of the lead pin into the generator receptacle and that the septum plug of the header had popped out. A generator test was performed prior to the surgery and gave good results, which indicated that the generator was functioning properly. Reporter chose to use another generator for the surgery which was successfully implanted in the patient. Attempts to have the generator returned to the manufacturer have been unsuccessful.